Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) bost410, (t3® non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant shows signs of wear/use. Bone debris observed on its external threads. Some damage identified around its body likely caused during removal. No damage that would cause or contribute to the reported event was identified. Measurements match drawing. DHR review was completed for the subject lot number 2013041229. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2013041229 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: implant position inadequate¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. D10. Concomitant medical products . Bost485, t3® non-platform switched tapered implant 4 x 8.5mm lot 2014030920. Xifnt485, osseotite® tapered certain® implant 4 x 8.5mm lot 2012091810.

Event description:
It was reported implants were removed due to an incompatible positioning with the dental prosthesis at tooth site # 21, 22, and 23.